Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer delivered a bolus and began to see drips from the infusion set tubing. Customer's blood glucose was 364 mg/dl.